Event description:
Mics handpiece: when changing out attachments the scrub noticed a piece of a screw that came out. Tka case. ***updated information***: issue was noticed during the case. Mps took the angle attachment out to put the straight attachment in. Screw came out with the angle attachment. Screw was found.

Manufacturer narrative:
Reported event: the front end of the handpiece was compromised. Product history review: device history records indicate (B)(4) devices were manufactured under lot k08j6 and (B)(4) including (B)(4) were accepted into final stock on 2/28/17. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number k08j6, p/n 209063 shows no other complaint related to the failure in this investigation. Visual inspection: visual inspection revealed no physical damage of unit. Two screws backed out of the unit and a third screw broke. See attached pictures. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection: the handpiece motor and electronics function as intended. Material analysis: material analysis was not completed because functional inspection clearly showed failure. Conclusion: the screws hold the front end in place. If the screws back out then the front will come off. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece: when changing out attachments the scrub noticed a piece of a screw that came out. Tka case. Updated information: issue was noticed during the case. Mps took the angle attachment out to put the straight attachment in. Screw came out with the angle attachment. Screw was found.